Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure the image is streaked (striped) was confirmed. However, the reported issue of image flickers was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken and therefore stripes in image occur and the fibre bonding in the outer tube area (distal end) is damaged based on the results of the investigation, it is likely the following led to the malfunction: defective video cable should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope had image flickers and is streaked. The event occurred during inspection for use. There were no reports of patient harm.